Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed a blank display on power up. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported blank screen. Evaluation found the cause to be a failed processor printed circuit board and damage to the liquid crystal display (lcd). Because the lcd requires replacement and the lcd replacement parts are no longer available, the customer was offered a like service replacement device. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.